Event description:
A malfunction alarm was reported, identified by the code "malf 0." There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and the malfunction code did not recur after this action. The customer was advised to continue using the pump and to contact support again if the issue reappeared, which they acknowledged and understood.